Event description:
User received high sodium results for three patient samples, and when retested results were normal. The following patient example was provided: initial sodium gave 149 mmol per l; repeated twice giving 134 and 133 mmol per l. User said no erroneous results were reported out.

Manufacturer narrative:
The field service representative determined the cause to be contamination in waste tubing or spring lock not seating, and verified ultrasonic mixer alignment, bleached ise module and increased spring tension on locking mechanism. He observed proper operation during diagnostic, calibration, qc procedures and precision run.